Event description:
The reporter stated, the surgeon inserted an aa4203tl toric silicone single piece lens and the lens cracked and tore. The incision was enlarged to remove the lens and sutures were required to close the incision.

Manufacturer narrative:
.